Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by a pharmacist via health authority. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported application site redness, application site burning, application site itching, application site rash, and burning sensation. Case description: case reference number (B)(4) is a regulatory authority report from (B)(6) (safety report ID: (B)(4)) initially received from a pharmacist on (B)(6) "2029", regarding a [omitted] who was prepped with chloraprep (chlorhexidine gluconate, isopropyl alcohol). The patient's medical history included skin disinfection (antisepsis of sound skin before inserting huber needle; site of use was implantable chamber). The patient's concomitant medications included oral tardyferon b9 (ferrous sulfate sesquihydrate, folic acid anhydrous) tablets, at 1 dosage unit daily, intravenous erbitux (cetuximab) weekly, oral lederfoline (calium folinate) tablets at a dose of 25 mg daily, oral zopiclone at a dose of 3.75 mg daily and oral doxycycline at a dose of 100 mg daily. Indications were not provided. On an unknown date, in (B)(6) 2019, the patient started therapy with topical chloraprep (chlorhexidine gluconate, isopropyl alcohol) solution at an unknown dose for skin disinfection. Batch number was 8215761 - 8165879. On an unspecified date, the patient experienced small rash away from the application, at home, located around the percutaneously implantable port (patient: application site rash), itching (located around the percutaneously implantable port) (patient: application site pruritus), redness (located around the percutaneously implantable port) (patient: application site erythema), burning sensation (located around the percutaneously implantable port)(patient: application site pain) and burning sensation (patient: burning sensation). On unspecified date(s) in (B)(6) 2019, treatment with the chloraprep was withdrawn, and the events of application site rash, application site erythema, application site burning, and application site pruritus resolved. On an unspecified date, the event of burning sensation resolved. No further information was provided. All follow-up information is blended into the case narrative above, follow-up information received from the physician on 25-mar-2021: patient's medical history and additional concomitant medications of zopiclone and doxycycline were provided. The events of application site rash and burning sensation were added.